Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was not getting any stimulation. The patient reported that they had fallen that morning pretty hard and had bumped their head. The patient tried to use the controller and it was in another language. It was reported that the patient was able to resolve the issue with the languages. The patient mentioned that they need to have the stimulation higher than normal. No further complications are anticipated.